Event description:
The event was reported as: the patient had a pulmonary vein ablation performed and after procedure was sent to cardiac short stay. The staff could not remove the bladder catheter. A bladder scan showed large amount or urine and showed that the foley had slipped approximately 8 inches. The balloon would not deflate. After 15 minutes, they were able to remove the catheter with the help from a urology nurse. A new catheter was inserted and drained the urine. No adverse outcome to the patient was reported.

Manufacturer narrative:
The sample device is not available for evaluation. The results of the investigation are not available at the time of this report.